Event description:
An ophthalmologist reported via a ciba vision rep that a pt had experienced a corneal ulcer associated with wear of o2 optix contact lenses. Several requests have been made for add'l info, however no further info was supplied.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.